Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the wiring was exposed and the clip loose on the electrode. This was discovered after the needles had been placed. The procedure was cancelled and rescheduled for the next day. There were no adverse consequences and no medical intervention reported related to the event.

Event description:
It was reported that the wiring was exposed and the clip loose on the electrode. This was discovered after the needles had been placed. The procedure was cancelled and rescheduled for the next day. There were no adverse consequences and no medical intervention reported related to the event.

Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. Based on consultation with a subject matter expert, physical damage - such as from excessive pulling or getting run over - could potentially cause/contribute to the bend relief coming apart; and mechanical damage and/or wear to the clip could potentially prevent it from closing all the way.